Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at (B)(4) during a prostate procedure. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.